Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical assessment: 77 year old male patient treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock. Pump placed in right femoral artery with ultrasound guidance and micropucture set as per best practice recommendation. After knee immobilization was placed, and heparin started, hematoma developed at impella sheath site. Manual pressure was held, heparin was stopped and hematoma site marked for monitoring. Pressure held for approx 10-15min with resolution of hematoma .echo check for position showed impella too deep in the ventricle at 5.5cm. Hemolysis concern measured with lactate dehydrogenase value of 1500 iu/l and brown urine. Reposition was done under echo guidance. Measured 3.9cm on echo, which is still too deep per recommendation of 3.5 cm below the aortic valve for the pump. Patient successfully weaned from support after one day. Hematoma is a known device-related risk for the impella cp as written in the instructions for use due to large-bore femoral access combined with systemic anticoagulation. Hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use. When the impella is malpositioned, such as when the inlet is too deep in the ventricle, the device cannot maintain proper inflow¿outflow alignment, leading to reduced support, suction events, and increased risk of hemolysis. Engineering assessment: within the first 24 hours of impella cp support, there were recurrent issues with the device in the wrong position. Approximately 2 hours into support, echo indicated the pump was too deep via a measurement of 5 cm. The physician repositioned, with final pump placement measurement at 3.8 cm. Later that night, echo indicated that the pump was once again too deep via a measurement of 5.5 cm. The physician repositioned under echo with a final pump placement measurement of 3.9cm and tightened the touhy-borst valve. There were no further mentions of this issue.